Manufacturer narrative:
The customer's report was duplicated and contributed to the excessive adhesion found on the button board. The adhesion was removed and re-applied on button board to resolve the report. It is not known how the excessive glue was applied to the button board. The device was recertified and returned to the customer. Analysis for reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during functional testing, the device would not power up. Complainant indicated that there was no patient involvement in the reported malfunction.